Event description:
Customer reported receiving an inaccurately high reading on her freestyle freedom blood glucose monitor. Customer reported receiving a blood glucose result of 264 mg/dl compared to a laboratory result of 119 mg/dl obtained within a ten minute timeframe. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Follow up report will be submitted if the product is returned for evaluation.